Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On 3/29/2026 the cgm reading did not provide any readings after the warmup phase had been completed. When fingersticks were taken, the blood glucose readings were over 400 mg/dl. The patient experienced anxiety, panic, and episodes of hyperventilation. The patient was treated by their daughter with insulin injections, but eventually was brought to the hospital (type of transportation unknown). No fingerstick readings were reported from the time at the hospital but the patient would have experienced diabetic ketoacidosis. The patient received treatment, but no treatment details were available. The patient was discharged after 1 week. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 codes: health effect - clinical code problem code: e0724 hyperventilation/ code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.